Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss, pump error 23 (post-reset ram crc alarm), pump error 43(an error in the motor was detected by reading unexpected value from hall sensor). The customer reported blood glucose value of 368 mg/dl. The customer reported hyperglycemia, hypoglycemia treated with manual injection/insulin pen, glucagon. The event involved product(s) mmt-378a, mmt-1884, mmt-7040a, mmt-332a. Customer was using the auto mode/smartguard feature at the time of the event. The customer reported receiving a pump alarm. The customer was not able to clear the alarm. The customer reported receiving pump error 23. The customer was able to clear the error and complete the rewind process. The pump was not recently stored, without a battery for > 8hrs, or error occurred immediately after battery change. The customer reported receiving a power loss alarm. The customer was able to clear the alarm. Alarm did not recur after inserting a new battery or recurring alarms were not identified in alarm history. No further patient complications were reported. No product return is required for mmt-378a. No product return is required for mmt-1884. No product return is required for mmt-7040a. No product return is required for mmt-332a.